Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, pain, visibility/palpability, anxiety-product/procedure, depression, calcification, necrosis-ndr

Event description:
Patient reported left side "series of discomfort and hardening" and "really unhappy and had very low self-esteem." Patient reported later reported "nodule," capsular contracture baker grade iii, and calcification confirmed through MRI. The nodule in the left breast characterized as steatonecrosis is not related to device. Device has been explanted.